Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.